Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of hypertension is listed in the xience sierra, everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2020, a 2.25x23mm xience sierra stent was implanted. On (B)(6) 2020, the patient was readmitted for hypertensive heart disease and unspecified treatment was provided. The device relationship to the event was not provided. No additional information was provided regarding this issue.